Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: pump did not alarm that a large amount of air was in tubing. Nurse discovered from visual inspection. Action(s) taken changed out pump (isolate and send to bioengineering department), tubing replaced (triple bag and send to material management). Medication / fluid regular ivf and antibiotic.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, two (2) photographs were submitted for evaluation. Upon visual evaluation of the photographs, it was observed that one used set without packaging was placed inside a clear ziplock bag, and a yellowish fluid was noted. However, presence of the reported defect could not be confirmed solely on the photograph review, without the physical sample. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.